Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the suction channel. In addition, our technician confirmed that the segment fluid damage, the ground wire coating damage, the angle wire play, the control body corroded, the forward body frame corroded, the air and the water nozzles missing, the segment crushed, the segment steel braid deformed, the operation channel (primary) leak, the air tube leak, the objective lens scratched, the lg prong top dirty, the lg prong top loose, the bending rubber worn out, the insertion flexible tube worn out, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, and the right pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.